Event description:
The customer reported erroneously low sodium (na) quality control (qc) and patient results involving au400 clinical chemistry analyzer. The customer stated one erroneously low sodium patient result of 121 meq/l was obtained. The erroneous result was released out of the laboratory, and the physician contacted the customer after receiving the low result. There was no report of patient consequence or change in patient treatment associated with this event. The customer stated three ion selective electrode (ise) electrodes were replaced one week prior to the event. And quality control was acceptable during the event. The customer stated the issue was resolved after completing a manual bleach procedure. The customer retested the affected patient sample after recalibration and no further issues were noted. The instrument was in normal operation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone.